Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. During the insertion and positioning of the was in the laa, a thrombus was discovered to have formed on the coumadin ridge of the patient. The physician decided to proceed with the procedure and successfully implanted a closure device in the laa of the patient. All the devices were removed from the patient and the thrombus was still seen in the patient. No protamine was given to the patient to reverse the heparin and the patient was sent to recovery. The patient did not experience any complications or consequences as a result of this event and is expected to make a full recovery.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. During the insertion and positioning of the was in the laa, a thrombus was discovered to have formed on the coumadin ridge of the patient. The physician decided to proceed with the procedure and successfully implanted a closure device in the laa of the patient. All the devices were removed from the patient and the thrombus was still seen in the patient. No protamine was given to the patient to reverse the heparin and the patient was sent to recovery. The patient did not experience any complications or consequences as a result of this event and is expected to make a full recovery.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.